Event description:
In 2001, a pt was brought to the emergency room for removal of a retained portion of a peripherally inserted central venous catheter (PICC line) which had snapped off during attempted removal in their home by health nurse. The line had been inserted on the previous month in the facility in order for the pt to receive intravenous antibiotics therapy over an extended period of time. The pt's medical history includes chronic spontaneous pneumothoraces. Pt had been admitted to facility 4 days prior to insertion for management of left lobe emphysema with abscess and atelectasis associated with an infection which had developed after insertion of a chest tube in a hospital for management of a spontaneous pneumothorax. Four days after admission, a bard access system 3 fr single-lumen PICC line was inserted in the pt's right ante-cubital area. Pt was discharged in stable condition the next day to be followed with home intravenous antibiotic therapy. On the event date, one of the clinical nurse specialists, who in addition to being employed in the facility performs home health infusion services as an independent practitioner not associated with this facility, received a telephone call from the pt's home health nurse. The PICC line had snapped while it was being removed and the nurse was unable to retrieve the retained portion. A tourniquet was placed on the pt's arm and pt was brought to the emergency room. A soft tissue x-ray of the elbow, read by the emergency room physician, identified a linear foreign body consistent with a PICC catheter that measured approx 6.0 to 7.0 cm in length. A surgical consult was requested, but, local exploration revealed no catheter at the site delineated by the x-ray. A portable x-ray revealed that the retained portion had migrated and was now in the area of the ivc/right atrium. After telephone consultation with a cardiac interventionist in another hospital, the pt was transferred via ambulance to medical center where snaring of the retained device in its cardiac cath lab was anticipated.